Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the pediatric intensive care unit due to a blood glucose level of 300-590 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids, and was discharged on (B)(6) 2020 with no reported permanent damage. Customer alleged pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer reverted to manual injections for insulin therapy.